Event description:
It was reported that the caller experienced damage to the rack pushrod, leading to torn black rings. The issue caused the customer¿s blood glucose level to display as "high," though a specific value was not provided. The customer addressed the high blood glucose level by taking a corrective injection via multiple daily injections (mdi) and received normal assistance from a third party, without being incapacitated by the high level. Technical support received permission to replace the pump following this event. No additional patient or event information was available.